Manufacturer narrative:
Concomitant medical products: product ID: 97740; serial#: (B)(4); product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain,184:complex reg pain syndrome type ii. It was reported that  they charged the ins 2 days ago, then realized they weren't feeling stimulation and when they checked stimulation, it was turned off. Patient stated that they attempted to turn stimulation on and a doctor symbol appeared on their programmer (pt did not recall further details of the doctor symbol). Patient also stated they noticed corrosion inside the programmer battery compartment. Patient mentioned that they think the corrosion happened because they left batteries in the programmer for so long and they attempted to clean the corrosion but it didn't resolve the issue. Patient said they were unable to turn on stimulation. Patient services (ps) walked patient through syncing the programmer with and without the antenna and patient was able to sync but was unable to turn stimulation on. Patient then attempted to turn stimulation on with the recharger and confirmed they were able to successfully do so. The issue was not resolved. An email was sent to the repair department to replace the programmer. Patient also mentioned they have complex regional pain syndrome (crps) and hasn't worked since 2015.